Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that placement of the cranial reference frame could also have contributed to error(s), additionally, the table used that day has been known to allegedly alter patient positioning (in regards to height set-up) due to the cranial and caudal end moving separately from each other.

Manufacturer narrative:
H3) the software team reviewed the case. Based on the information provided, logs for the date range were no longer present on the system. Based on the information provided, suspect movement of anatomy relative to the frame during screw placement, but there is no way to confirm this. Software logs and archives were not helpful in diagnosing auto-registration accuracy issues, so they would not be helpful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.0.1 please and e for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cervical spine procedure. It was reported that  the patient was exposed to 7 imaging system spins and extended open time on the table. The first 2 spins were due to positioning and correction, the following were due to screw placement and an inaccuracy possibly due to the health care professionals (hcp) error and/or anatomical navigation inaccuracy. On saturday 13th april 2024 there were issues with the navigation system and the intermittent flickering of both the reference frame, and registered instruments. The light sources were away from the frames, spheres were changed and free from fluid and debris. There were moments during the case where the spin was successful, and to ensure positioning did not change and affect the camera reading the spheres, the bed was left raised with the hcp standing on two stools stacked on top of each other to gain visualization. Furthermore, when attempting to adjust the camera, the cranial frame and instrument appeared on the camera preview only when the laser was in play. Accuracy was also questioned multiple times and a total of 7 spins were performed. The screws were explanted on lhs, and the hcp went in free hand. Imaging and navigation were aborted. The procedure was delayed longer than an hour.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.